Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6) hospital. [Illegible signature]. Emergency room visit. Abdominal pain. Social history: heavy alcohol. Abdomen: tenderness, guarding, rebound. Wbc: 14. Discussed with dr. Moses will see patient in office. Impression: incarcerated umbilical hernia reduced. On (B)(6) 2014: (B)(6) hospital. (B)(6). Consultation note. Patient had some problem in umbilical area for an indefinite period of time, but recently been doing a lot of lifting and developed severe pain in umbilical area. Seen in emergency room and found to have incarcerated hernia that was reduced at that time. Has not had pain since. Trying to lose weight. Previous rectal fistula. History of asthma. Recent umbilical pain and some nausea, but no vomiting, diarrhea or gastrointestinal bleeding. Weight 249 pounds. Examination of abdomen lying down abdomen is protuberant. Palpating and having him do valsalva patient has umbilical hernia. Mostly reducible. Standing up hernia sac is wider than it appears when lying down, but is mostly reducible. Some apparent fatty tissue. No other masses palpable. Impression: incarcerated umbilical hernia with omentum. Recommendations: surgery with mesh repair. Does not want to do it until november 7. On (B)(6) 2014: (B)(6). Photographs. [Photographs of hernia repair procedure.] On (B)(6) 2014: (B)(6) hospital. Progress note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 11148521. W.l. Gore & associates. On (B)(6) 2014: (B)(6) hospital. Discharge summary. Advised on wound care and no lifting. On (B)(6) 2014: (B)(6), do. Office notes. No gastrointestinal or genitourinary problems. Took out staples and put steri-strips. Told can walk all he wants, keep the lifting under 10-15 pounds. On (B)(6) 2014: (B)(6) , do. Office notes. One lower incision where has prolene suture is still a little irritated. However, better than before. Told him if this did not resolve, would just open that skin up in office and pop out that stitch. On (B)(6) 2015: (B)(6) , do. Office notes. Seen regarding abdominal discomfort after lifting something heavy. Thought maybe had recurrence of hernia. Weight 224 pounds. On examination had him do valsalva, and all suture-site wounds were intact. Umbilical area intact, and could not feel any definite hernia. Recommended not lift anything heavy. On (B)(6) 2015: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis. Impression: evidence for what is presumably a fluid collection posterior to the mesh repair of the anterior abdominal wall, overall axial dimensions of 6.8 x 2.2 cm. Anterior wall of this fluid collection appears to be the mesh material. Consider seroma or abscess. Significant inflammatory change in the deep subcutaneous tissues at the level of the fluid collection and mesh repair. There is also evidence for what is presumably developing lobulated phlegmons though no obvious abscess in the subcutaneous tissues. The largest region measures 8.5 x 2.6 cm. Surrounding stranding could represent widespread cellulitis. Please correlate with signs and symptoms of infection in this location. There is a small umbilical hernia containing mostly fat, measuring 2.7 cm. Small amount of mesentery may also be involved. Likely simple cysts of liver. On (B)(6) 2015: (B)(6) , do. Office notes. Having some increasing swelling on epigastric area. Abdomen has a little erythema and a little inflammation. Do not know if this is subcutaneous infection or a hematoma since he had pulled from lifting prior to last visit and felt pain in right side. Had cat scan today. Inflammation is there, and whether this is seroma, which it probably is related, or some infection. Did attempt to aspirate in office. Did not get any pus or blood. Put on keflex 500 mg four times per day. May require drainage in x-ray or open drainage if does not improve. On (B)(6) 2015: (B)(6) , do. Office notes. Erythema is down on upper abdomen. Still has fullness there. Finishing up keflex. Going to go ahead and continue on with cipro 500 mg twice per day for 10 days. On (B)(6) 2015: (B)(6) , do. Office notes. Epigastric mass is getting smaller, so I think it had bled and had a hematoma or seroma. It is about one-third of size before. Should resolve in few months. Can do all activity except heavy lifting. No weights. On (B)(6) 2015: (B)(6) , do. Office notes. Seen regarding epigastric draining skin site on abdominal wall. Started recently where previously had hernia repair and started to have a little area in mid epigastric that was pouching, red and irritated. Abdomen on exam appeared a little subcutaneous either infection or sinus drainage tract. Cleaned this betadine, numbed the skin over the area, and opened it with a 15 blade transversely. This seemed to be some almost old clotted tissue with subcutaneous and maybe a sinus tract. Could not feel mesh or suture at this time. Cleaned this out and packed it wet-to-dry. If does not resolve will CT abdominal wall or a fistulogram. On (B)(6) 2015: (B)(6) hospital. Laboratory report. Gram stain. Source: abdominal wall drainage. Results: gram positive cocci seen. Results: CT tiera on 6/4 @ 1015. Culture sensitivity. Specimen comments: light growth isolate #1 gram (+) cocci staph @ 12-24 hours. Abdominal wall drainage. Staph aureus. On (B)(6) 2015: (B)(6) , do. Office notes. Wound area looks great. A little packing in that. Is irrigating it with water and peroxide at home. Culture was light growth but just plain staph so I think that is normal. Keep irrigation and see in a week. On (B)(6) 2015: (B)(6) , do. Office notes. Seen regarding apparent sinus tract versus fistula. It is smaller. I did use q-tip with it and straight down, it is about 4 cm only; no side canals. Keep irrigating and cleaning it. Gave some nu gauze to pack a little and hopefully this is going to dry up and go away. If not, will have to do a fistulogram later and possibly remove a suture. I do not want to move mesh unless we have to. On (B)(6) 2015: (B)(6) , do. Office notes. Seen regarding sinus tract on epigastric area where had one of the prolene sutures. Material exuding from it. No extended cellulitis. Placed in supine position. Cleaned area with betadine, numb the skin with xylocaine 1% with epinephrine. Then increased the transverse incision and explored this. Only got granulation type tissue out. Could not find prolene suture so it will take surgical exploration. Impression: sinus tract due to either suture or mesh. Told him we would try and hopefully it would cure it taking suture out. Told him it would be another surgery if had to take mesh out. Is going to keep irrigating, cleaning, and packing it, and let us know when ready for surgery. On (B)(6) 2015: (B)(6) , do. Office notes. Mid abdominal wound is about the same. No foul smell. Think it is still stitch or possibly mesh. Wants to wait couple of weeks. Put on clindamycin for a week and then bactrim for a week. May just be suture removed, it could be mesh, just do not know until we open him up. Will continue wound care. On (B)(6) 2015: (B)(6) hospital. (B)(6) , do. History and physical. Recurrent suture sinus tract and local cellulitis after ventral incisional hernia repair. Initial site has closed up and has developed some erythema anteriorly to this on epigastric area. No gastrointestinal symptoms, diarrhea or acute abdominal pain. Weight 233 pounds. Abdomen has two areas one we openly drained where apparent suture tract had been and it has closed up with a little erythema. Rest of abdomen is benign. Umbilicus is negative. Impression: recurrent suture sinus tract and infection on anterior abdominal wall epigastric. New onset of inflammation just below this. Recommendations: going to go ahead and incise this area and I performed that and there was no pustulant material and will leave it open. Knows about wound care. Plan on surgery on friday to remove suture and possibly mesh. Will not be putting in new mesh at this time and may have to absorb one in the future and may have all this open of skin and subcutaneous, with fascia closed and going to physical therapy, understands. On (B)(6) 2015: (B)(6). Laboratory report. Source: tissue abdominal wall subcutaneous tissue. Stain, grain: few white blood cells. No bacteria seen. Culture tissue: on (B)(6) 2015: no growth after 24 hours. On (B)(6) 2015: rare staphylococcus aureus. Sensitivity to follow. On (B)(6) 2015: see attached sensitivity. Organism: 01 staphylococcus aureus on (B)(6) 2015 12:10. On (B)(6) 2015: (B)(6). (B)(6), md. Pathology report. Accession number: (B)(6). Diagnosis: abdominal wall tissue mesh and suture excision: fibroadipose and fibrovascular tissue with focal fibrosis and chronic inflammation. Skin and subcutaneous tissue with focal acute and chronic inflammation fibrosis and granulation tissue suggestive of sinus tract. Prosthetic mesh material and suture (gross examination). Specimen source: abdominal wall tissue/mesh/suture. Gross: received labeled ¿abdominal wall tissue mesh and suture¿ and consists pf a 12.0 x 9.0 x 3.5 cm aggregate of tan pink to purple irregular fibromembranous and fatty tissues. There is a small amount of skin present. There is also a 12.5 cm flat rubbery white synthetic material grossly consistent with mesh. There are multiple silver metallic metal coils and suture material present. Sectioning reveals an abundant amount of fibrosis. Representative sections are submitted in a-c. Microscopic: the microscopic findings are reflected in the diagnosis rendered by (B)(6), md. On (B)(6) 2015: (B)(6) hospital. (B)(6). Discharge summary. Outpatient physical therapy. Patient knows wound vac and regular care, but no lifting. Apparently when he developed hematoma it may have separated the mesh and caused all of the problems and developed the sinus tracts. There was no obvious postulant material and will await cultures. Gram stains were negative. On (B)(6) 2015: (B)(6) hospital. (B)(6), do. Office notes. Wound is clean, moderate bleeding and drainage we will have to monitor. In need of vac. Procedure: wound care/debridement (wound vac change and prn debridement). On (B)(6) 2015: (B)(6) , do. Office notes. Everything looking good. Wound vac is doing good. Contracting on skin and subcutaneous of mid abdominal wound. Think it was when he separated that mesh may be when he had his hematoma when he was lifting something and it never resolved. Advised on doing daily work to keep lifting under 10-15 pounds. On (B)(6) 2015: (B)(6) , do. Office notes. Going to physical therapy. Wound is healing. No hernia. No infection. Granulating well. Will continue wound care. See in one month and see if it closes over. I can put a skin graft over it if it does not seal over completely. Told to keep lifting under 20-25 pounds; otherwise can do everything. On (B)(6) 2015: (B)(6) , do. Office notes. Looking back, no evidence of infection ¿ it just either rejected mesh or hematoma caused it. Finished physical therapy. Weight 250 pounds. Everything is sealed over except one area of little skin that is granulating in. No infection. Told that when this seals over, would send for another opinion to see whether they would put in a different mesh or what surgery they would do. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014 were not provided. On (B)(6) 2014: (B)(6) memorial hospital. (B)(6), do. Operative report. Preoperative diagnosis: incarcerated umbilical hernia. Postoperative diagnosis: incarcerated umbilical hernia. It was omentum. Name of procedure: laparoscopic umbilical hemiorrhaphy with 15 x 19-cm dual gore-tex mesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none noted at the time. Sponge, needle, and instrument count: reported as correct. Indications for surgery: ¿this patient works, and he developed a hernia. No obstructive symptoms, but he wanted it repaired.¿ surgical technique: ¿after previous informed, written consent, the patient was brought to the operating room suite. He was given preoperative antibiotics, sequential hose. He was then given general endotracheal anesthesia. Orogastric tube was place. The abdomen was prepped. Sterile drapes were applied. At this time, starting in that left upper quadrant, small incision was performed. Using a varess needle, pneumoperitoneum was performed. Needle was removed. A 5-mm trocar was inserted and then the videoscope. Abdominal pressure was at 12. Examination revealed the liver looked fine and the stomach. The umbilical area was looked at. There was a piece of omentum that was stuck in it. We looked down into the pelvis. There was nothing here. At this time, I put a 6-mm right mid lateral quadrant port, a 12-mm left mid lateral quadrant port, and the omentum was pulled out bluntly. At this time, gloves were changed. I took a piece of 15 x 19-cm dual gore-tex mesh. On the rough side, I put 3 sutures of 2-0 prolene superior medial inferiorly. Then, I made incision in the epigastric, umbilical, and the mid suprapubic area. Then, the mesh was placed and the abdominal cavity opened up. Using a suture grasper needle, the sutures were all grasped and pulled up. Then, we tied them and held the mesh up nicely in place. Then, we used a pro tacker in a circular fashion and across the mesh to tack up. Pictures were taken. We had a good repair. We looked around. There were no injuries. Then, pneumoperitoneum was resolved. Ports were removed under direct vision. The fascia was closed with 0 vicryl, subcu with 3-0 vicryl, skin with staples, and dressings applied. The patient tolerated the procedure well and will be taken to the recovery room in stable condition.¿ gross findings: incarcerated umbilical hernia with just omentum. On (B)(6) 2014: (B)(6) memorial hospital. Progress note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 11148521. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/11148521) was implanted during the procedure. On (B)(6) 2015: (B)(6) memorial hospital. (B)(6), do. Operative report. Preoperative diagnosis: abdominal wall suture sinuses and suspected mesh rejection or infection. Postoperative diagnosis. Abdominal wall suture sinuses and suspected mesh rejection or infection, pathology pending. Procedure: excision of the midline skin, subcutaneous and fascia over the mesh was about 15 cm. Removal of the gortex mesh plus only 3 prolene sutures that had been placed previously. Cultures. Copious irrigation with saline and clorpactin multiple times. Placement of wound vac. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none noted at the time. Indications for surgery: ¿the patient who had laparoscopic umbilical hernia repair with gortex had initially apparently developed after straining or lifting a hematoma on his wound site. That resolved and then he developed epigastric drainage which was a sinus tract initially on probing and it did not resolve. Then he was apparently developing another one so I felt it needed to be removed, the sutures or the mesh or both. He is here now for surgery.¿ surgical technique: ¿after previous informed written consent the patient was brought to the or suite. He was given preoperative antibiotics, sequential hose and then was given general endotracheal anesthesia. Foley catheter was placed just in case we had a long surgery. The abdomen was prepped and sterile drapes were applied. At this time going above the previous fistulous site in the epigastric area the incision was performed. We extended this to the right of the umbilicus. Subcutaneous tissue was dissected down following the sinus tracts. At this time both of them were identified and they both went to the mesh. We went ahead and excised the skin, subcutaneous and the fascia over the mesh area. I also removed 3 sutures and the mesh in its entirety. There was a rind that had developed below the mesh which is normal. At this time gloves were changed and we copiously irrigated with saline and clorpactin multiple times. At this time it was felt that the best course would be a wound vac and so I had (B)(6) from physical therapy come in and we placed a wound vac. It was hooked up nicely and it was doing its job. The patient was then brought to the recovery room in stable condition.¿ gross findings: ¿he had the 2 suture sinus tracts and went directly into the mesh and had to be removed.¿ [missing records: a pathology and culture report detailing analysis of device and specimen removed during the (B)(6) 2015 procedure was not provided.]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 3191: appropriate term/code not available for ¿failed mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span october 20, 2014 through november 20, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity: - (B)(6) 2014: 249 lbs., bmi 34.7, - (B)(6) 2015: 233lbs., bmi 32.7, ¿ alcohol abuse, ¿ type 2 diabetes, ¿ (B)(6) 2014: incarcerated umbilical hernia, ¿ (B)(6) 2015: cellulitis of trunk, staphylococcus aureus. Surgical procedures: ¿ 1982: rectal fistula repair, ¿ (B)(6) 2014: laparoscopic umbilical herniorrhaphy with 15 x 19-cm dual gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2015: incision and drainage with wet to dry packing, ¿ (B)(6) 2015: incision and drainage, ¿ (B)(6) 2015: incision and drainage, ¿ (B)(6) 2015: ¿excision of the midline skin, subcutaneous and fascia over the mesh was about 15 cm. Removal of the gortex mesh plus only 3 prolene sutures that had been placed previously. Cultures. Copious irrigation with saline and clorpactin multiple times. Placement of wound vac.¿ relevant medical information: implant preoperative complaints: ¿ (B)(6) 2014: emergency room. ¿abdominal pain. Social history: heavy alcohol. Abdomen: tenderness, guarding, rebound. Wbc: (B)(6). Discussed with dr. (B)(6) see patient in office. Impression: incarcerated umbilical hernia reduced.¿ ¿ (B)(6) 2014: surgery consultation. ¿patient had some problem in umbilical area for an indefinite period of time, but recently been doing a lot of lifting and developed severe pain in umbilical area. Seen in emergency room and found to have incarcerated hernia that was reduced at that time. Has not had pain since. Trying to lose weight.¿ ¿ recent umbilical pain and some nausea, but no vomiting, diarrhea or gastrointestinal bleeding.¿ ¿examination of abdomen lying down abdomen is protuberant. Palpating and having him do valsalva patient has umbilical hernia. Mostly reducible. Standing up hernia sac is wider than it appears when lying down, but is mostly reducible. Some apparent fatty tissue. No other masses palpable. Impression: incarcerated umbilical hernia with omentum. Recommendations: surgery with mesh repair. Does not want to do it until (B)(6).¿ ¿ (B)(6) 2014: indications: ¿this patient works, and he developed a hernia. No obstructive symptoms, but he wanted it repaired.¿ implant procedure: laparoscopic umbilical herniorrhaphy with 15 x 19-cm dual gore-tex mesh [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/11148521, 15cm x 19cm x 1mm, oval]. Implant date: (B)(6) 2014 [same day surgery], ¿ wound classification: ¿2¿ [clean-contaminated], ¿ findings: ¿gross findings: incarcerated umbilical hernia with just omentum.¿ ¿ description of hernia being treated: ¿at this time, starting in that left upper quadrant, small incision was performed. Using a veress needle, pneumoperitoneum was performed. Needle was removed. A 5-mm trocar was inserted and then the videoscope. Abdominal pressure was at 12. Examination revealed the liver looked fine and the stomach. The umbilical area was looked at. There was a piece of omentum that was stuck in it. We looked down into the pelvis. There was nothing here. At this time, I put a 5-mm right mid lateral quadrant port, a 12-mm left mid lateral quadrant port, and the omentum was pulled out bluntly.¿ ¿ implant size and fixation: ¿I took a piece of 15 x 19-cm dual gore-tex mesh. On the rough side, I put 3 sutures of 2-0 prolene superior medial inferiorly. Then, I made incision in the epigastric, umbilical, and the mid suprapubic area. Then, the mesh was placed and the abdominal cavity opened up. Using a suture grasper needle, the sutures were all grasped and pulled up. Then, we tied them and held the mesh up nicely in place. Then, we used a pro tacker in a circular fashion and across the mesh to tack up. Pictures were taken. We had a good repair. We looked around. There were no injuries. Then, pneumoperitoneum was resolved. Ports were removed under direct vision. The fascia was closed with 0 vicryl, subcu (subcutaneous) with 3-0 vicryl, skin with staples, and dressings applied.¿ ¿ post-operative period: ¿discharge summary. Advised on wound care and no lifting.¿ relevant medical information: ¿ (B)(6) 2014: surgery office visit. ¿one lower incision where has prolene suture is still a little irritated. However, better than before. Told him if this did not resolve, would just open that skin up in office and pop out that stitch.¿ ¿ (B)(6) 2015: surgery office visit. ¿seen regarding abdominal discomfort after lifting something heavy. Thought maybe had recurrence of hernia. On examination had him do valsalva, and all suture-site wounds were intact. Umbilical area intact, and could not feel any definite hernia. Recommended not lift anything heavy.¿ ¿ (B)(6) 2015: CT abdomen/pelvis (a/p): ¿impression: evidence for what is presumably a fluid collection posterior to the mesh repair of the anterior abdominal wall, overall axial dimensions of 6.8 x 2.2 cm . Anterior wall of this fluid collection appears to be the mesh material. Consider seroma or abscess. Significant inflammatory change in the deep subcutaneous tissues at the level of the fluid collection and mesh repair. There is also evidence for what is presumably developing lobulated phlegmons though no obvious abscess in the subcutaneous tissues. The largest region measures 8.5 x 2.6 cm. Surrounding stranding could represent widespread cellulitis. Please correlate with signs and symptoms of infection in this location. There is a small umbilical hernia containing mostly fat, measuring 2.7 cm. Small amount of mesentery may also be involved. Likely simple cysts of liver.¿ ¿ (B)(6) 2015: surgery office visit. ¿having some increasing swelling on (sic) epigastric area. Abdomen has a little erythema and a little inflammation. Do not know if this is subcutaneous infection or a hematoma since he had pulled from lifting prior to last visit and felt pain in right side. Had cat scan today. Inflammation is there, and whether this is seroma, which it probably is related, or some infection. Did attempt to aspirate in office. Did not get any pus or blood. Put on keflex 500 mg four times per day. May require drainage in x-ray or open drainage if does not improve.¿ ¿ (B)(6) 2015: surgery office visit. ¿erythema is down on upper abdomen. Still has fullness there. Finishing up keflex. Going to go ahead and continue on with cipro 500 mg twice per day for 10 days.¿ ¿ (B)(6) 2015: surgery office visit. ¿epigastric mass is getting smaller, so I think it had bled and had a hematoma or seroma. It is about one-third of size before. Should resolve in few months. Can do all activity except heavy lifting. No weights.¿ ¿ (B)(6) 2015: surgery office visit. ¿seen regarding epigastric draining skin site on abdominal wall. Started recently where previously had hernia repair and started to have a little area in mid epigastric that was pouching, red and irritated. Abdomen on exam appeared a little subcutaneous (sic) either infection or sinus drainage tract. Cleaned this (sic) betadine, numbed the skin over the area, and opened it with a 15 blade transversely. This seemed to be some almost old clotted tissue with subcutaneous and maybe a sinus tract. Could not feel mesh or suture at this time. Cleaned this out and packed it wet-to-dry. If does not resolve will CT abdominal wall or a fistulogram.¿ ¿ (B)(6) 2015: ¿gram stain. Source: abdominal wall drainage. Results: gram positive cocci seen. Results: CT tiera (sic) on (B)(6) @ 1015. Culture sensitivity. Specimen comments: light growth isolate #1 gram (+) cocci staph @ 12-24 hours. Abdominal wall drainage. Staph aureus.¿ ¿ (B)(6) 2015: surgery office visit. ¿wound area looks great. A little packing in that. Is irrigating it with water and peroxide at home. Culture was light growth but just plain staph so I think that is normal. Keep irrigation (sic) and see in a week.¿ ¿ (B)(6) 2015: surgery office visit. ¿seen regarding apparent sinus tract versus fistula. It is smaller. I did use q-tip with it and straight down, it is about 4 cm only; no side canals. Keep irrigating and cleaning it. Gave some nu gauze to pack a little and hopefully this is going to dry up and go away. If not, will have to do a fistulogram later and possibly remove a suture. I do not want to move mesh unless we have to.¿ ¿ (B)(6) 2015: surgery office visit ¿seen regarding sinus tract on epigastric area where had one of the prolene sutures. Material exuding from it. No extended cellulitis. Placed in supine position. Cleaned area with betadine, numb the skin with xylocaine 1% with epinephrine. Then increased the transverse incision and explored this. Only got granulation type tissue out. Could not find prolene suture so it will take surgical exploration. Impression: sinus tract due to either suture or mesh. Told him we would try and hopefully it would cure it taking suture out. Told him it would be another surgery if had to take mesh out. Is going to keep irrigating, cleaning, and packing it, and let us know when ready for surgery.¿ ¿ (B)(6) 2015: surgery office visit ¿mid abdominal wound is about the same. No foul smell. Think it is still stitch or possibly mesh. Wants to wait couple of weeks. Put on clindamycin for a week and then bactrim for a week. May just be suture removed, it could be mesh, just do not know until we open him up. Will continue wound care.¿ explant preoperative complaints: ¿ (B)(6) 2015: history and physical: ¿recurrent suture sinus tract and local cellulitis after ventral incisional hernia repair. Initial site has closed up and has developed some erythema anteriorly to this on epigastric area. No gastrointestinal symptoms, diarrhea or acute abdominal pain. Abdomen has two areas one we openly drained where apparent suture tract had been and it has closed up with a little erythema. Rest of abdomen is benign. Umbilicus is negative. Impression: recurrent suture sinus tract and infection on anterior abdominal wall epigastric. New onset of inflammation just below this. Recommendations: going to go ahead and incise this area and I performed that and there was no pustulant material and will leave it open. Knows about wound care. Plan on surgery on friday to remove suture and possibly mesh. Will not be putting in new mesh at this time and may have to absorb one in the future and may have all this open of skin and subcutaneous, with fascia closed and going to physical therapy, understands.¿ ¿ indications. ¿the patient who had laparoscopic umbilical hernia repair with gortex had initially apparently developed after straining or lifting a hematoma on his wound site. That resolved and then he developed epigastric drainage which was a sinus tract initially on probing and it did not resolve. Then he was apparently developing another one so I felt it needed to be removed, the sutures or the mesh or both.¿ explant procedure: ¿excision of the midline skin, subcutaneous and fascia over the mesh was about 15 cm. Removal of the gortex mesh plus only 3 prolene sutures that had been placed previously. Cultures. Copious irrigation with saline and clorpactin multiple times. Placement of wound vac.¿ explant date: (B)(6) 2015 [same day surgery], ¿ wound classification: ¿4¿ [dirty-infected], ¿ ¿gross findings: he had the 2 suture sinus tracts and went directly into the mesh and had to be removed.¿ ¿ ¿at this time going above the previous fistulous site in the epigastric area the incision was performed. We extended this to the right of the umbilicus. Subcutaneous tissue was dissected down following the sinus tracts. At this time both of them were identified and they both went to the mesh. We went ahead and excised the skin, subcutaneous and the fascia over the mesh area. I also removed 3 sutures and the mesh in its entirety. There was a rind that had developed below the mesh which is normal. At this time gloves were changed and we copiously irrigated with saline and clorpactin multiple times. At this time it was felt that the best course would be a wound vac and so I had xx from physical therapy come in and we placed a wound vac. It was hooked up nicely and it was doing its job. The patient was then brought to the recovery room in stable condition.¿ ¿ ¿discharge summary: outpatient physical therapy. Patient knows wound vac and regular care, but no lifting. Apparently when he developed hematoma it may have separated the mesh and caused all of the problems and developed the sinus tracts. There was no obvious postulant material and will await cultures. Gram stains were negative.¿ ¿ (B)(6) 2015: pathology: ¿abdominal wall tissue mesh and suture excision: fibroadipose and fibrovascular tissue with focal fibrosis and chronic inflammation. Skin and subcutaneous tissue with focal acute and chronic inflammation fibrosis and granulation tissue suggestive of sinus tract. Prosthetic mesh material and suture (gross examination). Specimen source: abdominal wall tissue/mesh/suture. Gross: received labeled ¿abdominal wall tissue mesh and suture¿ and consists pf a 12.0 x 9.0 x 3.5 cm aggregate of tan pink to purple irregular fibromembranous and fatty tissues. There is a small amount of skin present. There is also a 12.5 cm flat rubbery white synthetic material grossly consistent with mesh. There are multiple silver metallic metal coils and suture material present . Sectioning reveals an abundant amount of fibrosis. Representative sections are submitted in a-c. Microscopic: the microscopic findings are reflected in the diagnosis.¿ - ¿(B)(6) 2015: rare staphylococcus aureus. Sensitivity to follow.¿ - ¿(B)(6) 2015: organism: staphylococcus aureus.¿ relevant medical information: ¿ (B)(6) 2015: ¿looking back, no evidence of infection ¿ it just either rejected mesh or hematoma caused it.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11148521. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, failed mesh and removal of mesh. Additional event specific information was not provided.